Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. It was reported that the patient¿s pd catheter was replaced as treatment for the peritonitis. At the time of this report, the patient was still hospitalized and was recovering from the peritonitis. It was reported that pd therapy was discontinued during hospitalization and will be resumed after two weeks. Additional information was requested but is not available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13i06037, h14a02032, h14a07064 and h14b07021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.